Event description:
Customer reported the c-arm is hard to move, the floppy drive is not working, and the interconnect cable is loose. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and tightened the interconnect cable connector, checked the wheels, and replaced the floppy drive. System operates as intended. This MDR is related to ge healthcare complaint.